Event description:
It was reported that the right ventricular lead exhibited low impedance, noise and unacceptable threshold. The patient was asymptomatic. The device was reprogrammed and the lead was not removed due to the patients unrelated health condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.